Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturer representative stating the patient had a worsening of symptoms due to a reduction in medication. The patient was able to return back to her previous dosage per her neurologist. The patient's settings were also reduced at her last neurology appointment. Her settings were back to where they were. The patient had a follow-up appointment scheduled with the neurologist on 2018 (B)(6) to see what improvement she had made.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a manufacturer representative regarding a patient with an implantable neurostimulator ( ins) for the treatment of parkinson's disease. It was reported the patient was sent to the emergency room for worsening of parkinson's disease symptoms including tremor and freezing. No environmental or external factors were reported to have led or contributed to the issue. The device was checked by the emergency room showing her stimulator was on a charged at 75%. The patient stated she had not taken her evening or morning dose of parkinson's medications. Her doctor told her the importance of taking her medication on time and is trying to get her a soon appointment to do some programming adjustments as well. The issue was not resolved at the time of this report. No surgical intervention occurred or was planned. The patient was alive without injury at the time of the report. No complications were reported or anticipated.